Event description:
It was reported that the patient would intermittently get a temperature icon on the screen. The patient would also get intermittently jolted during recharging. Neither of these events occurs when she uses a different recharger. The patient's recharger was going to be returned to manufacturer for analysis. The patient's outcome was reported as no injury or adverse event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).